Event description:
It was reported that customer experienced occlusion alarms and multiple malfunction alarms during insulin pump use. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform troubleshooting steps with tubing and connections, including delivering test boluses, and was advised that insulin on board would be affected; occlusion alarms continued, so customer was directed to replace supplies as needed and resume insulin therapy, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.